Event description:
A ventilator was returned to the 3rd-party service center for evaluation of foam degradation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, there was no visible foam particles visualized in the device. However, the liquid crystal display was noted to be faulty. The device's lcd required replaced to address the issue, but the device was scrapped without repair per the customer's request. Additional findings not related to the malfunction/issue, the front enclosure and the keypad was damaged. No repairs were completed because the customer requested the device be scrapped.